Event description:
The complainant stated the stretcher will go into the brake position, but the brake will not hold.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.